Manufacturer narrative:
Five unused units from the same lot were returned for evaluation. The devices were examined visually and functional testing was performed. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.

Manufacturer narrative:
The device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be detached and leaking blood and saline. The pm set was exchanged for a new one and the monitoring procedure was successfully completed with no additional consequences to the patient.